Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet was unable to connect to the dexcom g7 cgm, resulting in suspended dosing and transition to manual therapy; the reporter described the ilet as ¿glitching,¿ and multiple g7 pairing attempts failed, though no specific device faults were identified. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user communications and interviews, as well as analysis of information provided by the user. Investigation of this case revealed insufficient information to characterize a specific medical device problem or device component involvement, and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established.